Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11e19022 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a nurse in (B)(6) of gallbladder inflamed and peritonitis in a patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). It was not reported whether dianeal therapy was ongoing. On an unreported date, the patient experienced an inflamed gallbladder. On (B)(6) 2012, the patient was diagnosed with and hospitalized for peritonitis. The cause of the peritonitis was unknown, but was possibly related to the patient's inflamed gallbladder. Treatment rendered for the events was not reported. The patient had not recovered from the case of peritonitis. The outcome for the event of the inflamed gallbladder was not reported. An opinion of causality was not provided.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.